Event description:
See initial report.

Manufacturer narrative:
The complained circuit was not made available for investigation. The customer has provided picture that showed the reported misassembly: the issue has been confirmed based on the inspection of the provided pictures. A review of the DHR identified no deviations, non-conformity or material scrap/requests relevant to the reported issue was identified. Analysis of the livanova complaint database found five other events of cardioplegia circuits misassembly all related to other item circuits. No further similar complaint was received for the claimed item circuit in the last 12 months. Livanova investigation suggests the most probable root cause of the misassembly was an operator error occurred during the manual assembly steps. The issue was also not detected during the subsequent visual inspection performed at the end of the manufacturing. To prevent further occurrence of this issue, manufacturing operators has been retrained. The risk is acceptable. No other corrective action is deemed necessary. Livanova will keep monitoring the market. Device not available.

Manufacturer narrative:
There issue was identified prior to any patient involvement. Livanova USA inc manufactures the convenience pack musc (B)(4). The incident occurred in (B)(4), united states. The involved device is not available for investigation. However, photographic evidences showing the reported issue were provided by the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova inc has received a report that, during set up, it was discovered the yellow and white clamps were reversed on del nido cardioplegia tubing. There issue was identified prior to any patient involvement.